Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level and diabetic ketoacidosis. Reportedly, occlusions alarms occurred. Customer was released from the hospital on (B)(6) 2022. Customer declined further troubleshooting with tandem technical support and declined to provide further information.